Manufacturer narrative:
The computer was returned to the manufacturer for analysis. Analysis found that the computer booted normally to the application screen. No auto power downs were observed. The computer passed all tests with no errors. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the computer on the system failed to boot up. The computer was replaced. The system then passed the system checkout and was found to be fully functional. The computer was returned and is currently under analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred pre-operatively during the register task and delayed the surgery by less than one hour. It was reported that the site's navigation device became unresponsive numerous times during the procedure. The system first powered itself down. The system was then booted up and became unresponsive in the software. Another reboot was performed and then the system became unresponsive in registration. The site aborted use of this navigation system and brought in their other system to continue the case. The surgery was completed and there was no impact on patient outcome. The medtronic representative was unable to pull logs due to the system becoming unresponsive consistently.